Event description:
The incident was reported as: aortic punch did not spring back after each use; therefore tore the surgical site during a kidney transplant. No pt injury reported. No further info available.

Manufacturer narrative:
The device sample was requested, but not received or evaluated at the time of this report. Eval is ongoing, and a f/u report will be sent if sample is returned for investigation.